Event description:
Complainant alleged that during routine shift check by a clinician the device displayed ecu crc fault message after self-test. The complainant indicated that there was no pt involvement in the reported malfunction.